Event description:
A customer reported that the equipment turned off and could not be turned back on during a cataract with intraocular lens implant procedure. Following a delay of 30 minutes, the procedure was completed with another equipment. There was no harm to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).